Manufacturer narrative:
On 02/18/2024, intuitive surgical, inc (isi) followed up with the initial reporter and obtained the following additional information regarding the reported event: there was no damage noted out of the ordinary while using the instrument in the patient. The instrument did not collide while in the procedure. No fragment was reported to fall inside the patient's anatomy.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a blade broken. The blade broke at roughly 0.2¿ from the base. Broken piece was returned. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument generator alarmed that the tip was over-stressed being less than 30 minutes into the procedure. The customer reinstalled the instrument to the generator. There were no fragments were reported to fall inside the patient. The procedure was completed with no reported injury.